Manufacturer narrative:
The reported meter was returned and investigated with retained test strips lot 1175341. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. (B)(4).

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available. (B)(4).

Event description:
A nurse reported that the customer was found unconscious in his apartment at 12:32pm on (B)(6) 2012, "due to his adc meter reading incorrectly". The customer experienced symptoms of "clammy, sweaty" , and a loss of consciousness. The nurse stated "she was on the phone with 911 and they had her test the customer's blood glucose while on the phone." A reading of 170 mg/dl from the customer's adc meter was reported that was higher in comparison to an hcp meter (emt) reading of 22 mg/dl. The customer was transported by paramedics to an emergency room, where he was diagnosed with hypoglycemia and treated with glucose gel. No self-treatment was reported. There is no report of death or permanent impairment associated with this event.